Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with one remaining clip. The second instrument was received partially applied with nine remaining clips. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluation. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during emergency surgery, when the handle was squeezed on the clip applier, the distal clip crossed over rather than meeting and closing together. Another product was used to complete the case.